Manufacturer narrative:
Upon review, it was identified that the product problem (b1) was inadvertently omitted in error. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issue was determined to be an unintentional use per clinical details that pump was pulled out during repositioning attempt. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient is a 56-year-old male with an acute myocardial infarction and cardiogenic shock, presenting in a clinical state consistent with scai shock stage e prior to support. An impella rp was implanted via the right femoral venous access on (B)(6) 2026 at 9:30 am. Following implantation, physicians determined that repositioning the impella catheter was necessary due to pulmonary insufficiency. Based on available information, the impella rp could not be re advanced into proper position. Hemodynamic deterioration culminated in cardiac arrest during device removal, and circulation could not be restored. The impella rp was explanted at 10:00 am, and the patient expired shortly thereafter. No product return was expected.